Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition/failure to occlude') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and allergy to metals ("allergy: nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, injuries/sump and unspecified date were done tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: left occlusion only, failure to occlude, malposition. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet document received, patient demographic , case become significant valid , essure start stop date and event injury to herself replace with pain: dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), allergy: nickel, autoimmune diagnosed and malposition were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition/failure to occlude') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), migraine ("migraines/headaches"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, dyspareunia, allergy to metals, weight increased, alopecia, migraine, vaginal infection, cystitis and urinary tract infection outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain and arthralgia had resolved. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding ,allergy, injuries/sump and unspecified date were done tubal ligation. The essure was placed in the left tube, 4 coils were noted into the endometrial cavity, 8 coils were noted in the endometrial cavity on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: unilateral occlusion (left tube occluded); failure to occlude fallopian tubes; malposition of essure device; on (B)(6)2015: patent right fallopian tube with spill into the peritoneal cavity on the right side. Occluded left fallopian tube. Imaging procedure - on (B)(6)2014: left occlusion only, failure to occlude, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporters information updated. . Event:abnormal bleeding (vaginal); migraines/headaches, hair loss, pelvic pain , hip pain , vaginal infection , urinary tract infection , bladder infection were added. Event outcome were updated: pain , bleeding. Lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.